Event description:
Patient stated that the needle button released on it's own on two v-go 30 devices from the same box. I confirmed with the patient that there was no interference with clothing and that the v-go devices in question did not have any visible physical damage.